Event description:
A nurse reported to baxter an issue of a damaged transfer set, found during use. The nurse reported that the patient had reported a damaged spike on the transfer set. The product was reported to have been used for 70 days. There was no patient injury or medical intervention reported; however, there was patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received by baxter for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter received used set without cap on uv spike connector. Visual inspection performed with the following issues noted: broken spike. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was confirmed during the sample evaluation; however, no root cause could be determined.